Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Review of log files confirmed that the issue was with disk space. Fse, recreated image disk space on later and frontal plane and verified db. System. After recreating the image disk space, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips.